Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance / out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Deployment issue: the sales rep reported the anchor on one of his 0 degree omnispan needles slid off the needle and out of the applier during a meniscal procedure prior to pulling the triggers during a meniscal repair. He was not present for the case but stated that the applier was loaded and put into the joint space and as soon as the surgeon placed the applier, the anchor slid out into the joint space. The surgeon removed the applier and the anchor then used another needle in the same applier to complete the procedure with no patient consequences or delays. The needle did not fall into the joint space. The needle and anchor were discarded by the customer already. No further details were available but the sales rep did state he believes the customer loaded the needle into the applier incorrectly.